Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. The caller did not recall any significant events leading up to the button error alarm. The customer's mother also reported that the customer had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 271 mg/dl, which was treated with a bolus. Blood glucose level at the time of the call was 132 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.